Event description:
User claims that there was an add'l needle on user syringe that was sticking through the orange shield. User stuck self with this needle, and went to dr who ordered user to have a tetanus and hepatitis shot.